Event description:
(B)(4) contacted the home patient for follow-up. The home patient (hp) reported her compact exchange device (cxd) that she uses to spike the supply bags had a broken spring, which resulted in an incomplete spike of the solution bag. The hp stated she completed therapy with manual supplies. A follow-up call was placed to the peritoneal dialysis (pd) nurse who stated the cxd device was discarded. No patient injury or medical intervention was reported. No additional information provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.